Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A precision reading issue was reported with the use of an adc blood glucose meter. A caregiver reported that a customer obtained a 'hi' message (readings greater than 500 mg/dl) and subsequent reading of 127 mg/dl, and felt disoriented. Customer had contact with a healthcare provider who diagnosed them with hyperglycemia and administered "8 mg" fast insulin injection as treatment. There was no report of death or permanent injury associated with this event.

Event description:
A precision reading issue was reported with the use of an adc blood glucose meter. A caregiver reported that a customer obtained a 'hi' message (readings greater than 500 mg/dl) and subsequent reading of 127 mg/dl, and felt disoriented. Customer had contact with a healthcare provider who diagnosed them with hyperglycemia and administered "8 mg" fast insulin injection as treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Meter xcb090-7074 has been returned and investigated with retained test strips. Visual inspection has been performed on the returned meter and no issues were observed. Meter powered on with button and with strip insertion. Control solution testing was performed and no issues were observed. All results were within range specification. No malfunction or product deficiency was identified. If the reported test strips are returned, an investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. The listed meter was determined to be outside its useful life, therefore no further investigation information is required for this meter. The DHR (device history review) for the precision strips were reviewed and the DHR showed the precision strips passed all tests prior to release. Retain testing was performed for the precision strips and all units performed within specification. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
A precision reading issue was reported with the use of an adc blood glucose meter. A caregiver reported that a customer obtained a 'hi' message (readings greater than 500 mg/dl) and subsequent reading of 127 mg/dl, and felt disoriented. Customer had contact with a healthcare provider who diagnosed them with hyperglycemia and administered "8 mg" fast insulin injection as treatment. There was no report of death or permanent injury associated with this event.